Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft hole occurred. Vascular access was obtained via the radial artery using a micro puncture set and a 6f valved introducer was placed. A 100 u/kg weight of heparin was administered in the distal bed. The 70-80% stenosed target lesion was located in the second lateral ventricular branch and the 80-90% stenosed target lesion was located in the third lateral ventricular branch of the circumflex artery. Mounted on a 0.035 inch cord, a 6f non-bsc guide catheter was advanced to the ostium of the left coronary artery. After a 0.014 inch floppy guide wire crossed the lesion, a 16x2.75mm promus premier drug-eluting stent was advanced for treatment. However, upon deployment, the stent could not be expanded. The device was removed from the patient's body and upon checking, a hole was noted on the rail system. Another 2.5x16 mm promus premier drug-eluting stent was advanced and was dilated at 16 atmospheres. The stent was successfully implanted and the procedure was completed. Post-procedure, angiography demonstrated timi 3 flow with no residual stenosis observed. No patient complications were reported and the patient was transferred to the intensive care unit for evolutionary control.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 16 x 2.75mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The mid crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed (visually and via scope) and no damage was noted. A red-blood like substance was noted inside the balloon cones. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. The device was loaded onto a 0.014 inch guide wire without issue. An attempt was made to inflate the balloon to rated burst pressure. When positive pressure was applied using encore inflation device the balloon did not inflate and the stent could not be deployed. Liquid was noted leaking from tip and from guide wire exchange port when positive pressure was applied. This indicated a leak in the inner shaft polymer extrusion. An examination (tactile, visual and via scope) of the shaft polymer extrusion identified a tear/hole in the outer shaft polymer extrusion 95mm proximal to device tip. An irregularity which appeared to be damage was noted to the inner shaft polymer extrusion immediately distal of the outer tear. It was most likely this damage noted to the inner shaft polymer extrusion was a tear which caused the leak of liquid from the tip and wire exchange port. A visual and tactile examination of the hypotube found no issues. A examination (visual and via scope) of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft hole occurred. Vascular access was obtained via the radial artery using a micro puncture set and a 6f valved introducer was placed. A 100 u/kg weight of heparin was administered in the distal bed. The 70-80% stenosed target lesion was located in the second lateroventricular branch and the 80-90% stenosed target lesion was located in the third lateroventricular branch of the circumflex artery. Mounted on a 0.035 inch cord, a 6f non-bsc guide catheter was advanced to the ostium of the left coronary artery. After a 0.014 inch floppy guide wire crossed the lesion, a 16x2.75mm promus premier drug-eluting stent was advanced for treatment. However, upon deployment, the stent could not be expanded. The device was removed from the patient's body and upon checking, a hole was noted on the rail system. Another 2.5x16 mm promus premier drug-eluting stent was advanced and was dilated at 16 atmospheres. The stent was successfully implanted and the procedure was completed. Post-procedure, angiography demonstrated timi 3 flow with no residual stenosis observed. No patient complications were reported and the patient was transferred to the intensive care unit for evolutionary control.